Event description:
Caller reported a tandem mobi cartridge alarm, and it was confirmed by cts as cartridge alarm 34. The customer's blood glucose level did not exceed 500 mg/dl, so there was no adverse impact. Cts resolved the issue by arranging for the pump to be replaced. The customer was instructed to use mdi as a backup therapy, provided with guidance on handling the new equipment, and advised to return the faulty pump using a pre-paid label.